Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error even after a battery change and eventually had a blank display. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 162 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. Troubleshooting could not be continued due to the blank display, so blank display troubleshooting was performed. The insulin pump was neither dropped nor exposed to moisture. The customer also stated that the battery cap, compartment, and springs were not damaged. The customer was instructed to insert a new battery, but the display did not return. The customer was then instructed to remove the battery for ten minutes, clean the battery cap, and make sure that the battery was inserted correctly, but the display still did not return. Troubleshooting did not resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted. .